Event description:
Per clinical review: on (B)(6) 2019, when the centrifugal pump went to coast during a cardiopulmonary bypass (cpb) procedure, the liter per minute (l/min) would read zero. During the procedure on (B)(6) 2019, the arterial centrifugal pump went to 1500 revolutions per minute (rpms), and to coast, and end user expected to see a zero flow reading. Depending on the systemic vascular resistance of the patient, this is close to a zero point, but not necessarily. The pump worked as expected. There was no harm, delay in surgical procedure or blood loss due to this concern.

Manufacturer narrative:
Updated block: b5.

Manufacturer narrative:
As per the field service representative (fsr), it was found that the user was looking at the liters per minute (l/min) instead of the revolutions per minute (rpm). There issue was resolved. The manufacturer's clinical specialist contacted the customer with instructions on how to properly read the display information.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump was not responding to the level safety connection. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The user was looking at the liters per minute (l/min) instead of the revolutions per minute (rpm). The manufacturer's clinical specialist has given further instructions to the user on how to properly read the display. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.